Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device discarded at the facility.

Event description:
It was reported that 3 years post op, it was discovered that a recon plate was fractured. During plate removal, 3 locking screws were so tight they needed to be sheared off and burred out and that caused a surgical delay over 1 hour. This plate was fractured following its initial implantation.